Event description:
Pt reported pump having error air inline and keeps beeping- pump serial number (B)(6). No adverse event(s) reported due to product issue. Rn tried to change contributing three times. Pt was unable to complete infusion. Device is available for return. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.